Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - patient's operative records were received. Upon revision the stem was found to be well fixed, there was clear fluid noted in the joint, and the cup was found to have very little bone ingrowth. Around the neck abundant black material consistent with corrosion was found. The stem and sleeve were added to the complaint and the complaint was re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege that the patient has suffered from escalating pain and soreness in both hips. She is no longer able to perform activities such as climbing, kneeling or bending over without severe hip pain and cramps or muscle spasms in her legs. Patient has been injured by excessive levels of chromium and cobalt in her blood.

Event description:
Litigation papers allege that the patient has suffered from escalating pain and soreness in both hips. She is no longer able to perform activities such as climbing, kneeling or bending over without severe hip pain and cramps or muscle spasms in her legs. Patient has been injured by excessive levels of chromium and cobalt in her blood. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.